Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown.

Event description:
It was reported that a dissection occurred. While using a 2.50 x 23 synergy for treatment, a dissection occurred. No further patient complications were reported in relation to this event.